Manufacturer narrative:
The revision surgery was scheduled as a result of pseudoarthrosis (needing to fuse an additional level) not a result of hardware issue. Original surgery was for c4-c5 and the revision surgery was for c4-c6.

Event description:
(B)(6), rn was notified of a broken screw in a theken revision case of an acdf c4-5. A screw broke when the doc tried to remove it. It broke 1cm from the tip of the screw. The dr verified the tip remained in the bone. The piece of screw was cleaned and sterilized.